Manufacturer narrative:
Additional narrative:the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update 9/6/2012 ¿ patient fact sheet was received, which identified part/lot information, doi for bilateral patient. The complaint and associated mdrs were updated. This file is being re-opened. Update 14/12 litigation papers received that allege the patient suffered from elevated metal ion levels. No new information that would change the outcome of the investigation. Update - 11/19/2012-sales rep reported revision surgery due to pain and fluid on the right hip. There was no new information that would change the outcome of the investigation. Update rec¿d 12/2/2014 - medical records received for the right hip. It has been determined that the previously received der was reporting revision of the left hip. Dor updated. Stem and sleeve added for elevated metal ion levels. This complaint was updated on: 12/30/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/3/2015 - medical records received. Dor updated. Patient revised to address pain. Upon revision, black-tinged fluid, gray stained synovium, and no evidence of bone ingrowth on the acetabular cup which was not grossly loose were noted. The information received does not change the MDR decision. This complaint was updated on: 03/25/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 01/26/2015 - plaintiff&#38112;preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 02/12/15.